Event description:
It was reported that metal shavings came out of the attachment during an orthopedic procedure. It was confirmed by the physician that none of the metal shavings fell into the surgical site. A back-up device was used to complete the procedure, without a clinically significant delay. No user or pt injuries were reported, and no medical intervention was required.

Manufacturer narrative:
The device was returned to the manufacturer and the quality investigation is still ongoing. A follow up report will be submitted when the investigation results are received.